Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: tibia; surgery description: lengthening, correction, fracture treatment; problem observed during: clinical use on patient/into treatment; type of problem: device functional problem; event description: 2 tl-hex struts fell out of retaining hole in tl-hex ring. Struts had to be re-attached. Incident occurred shortly after operation when patient was still on the hospital ward which allowed the issue to be addressed quickly. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the x-rays images are not available; patient current health condition: as it was before device failure. Further information received from the distributor together with the notification: a hex screwdriver was used to tighten the grub screw. The grub screw did not show any signs of damage. The tl hex struts were both locked in by the same grub screw (i.e. Same position on the ring). It was a standard application of the system. The kit is expected to be on the patient probably 6 months - 1 year. Manufacturer (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been received by orthofix srl as it is still in use on patient. Unfortunately the lot number has not been made available and therefore it is not possible to perform the verification of the historical data. According to orthofix srl historical records, this is the first complaint notified from the device code (B)(4) since 2012, when the device was released to the market. (Please also kindly refer to MFR report number 9680825-2015-00011). Technical evaluation: the device involved in this event has not been received by orthofix srl as it is still in use on patient. The technical evaluation will be performed as soon as the device become available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available.